Event description:
It was reported that during a routine follow up in clinic, the atrial lead exhibited noise and automatic mode switches episodes, which were predominantly noise, stored on the device. The noise could be reproduced with arm movements. The physician would continue to monitor the patient. The patient was stable.